Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an implantable cardioverter defibrillator (ICD) set screw issue during the initial implant procedure. When the physician attempted to check the lead was secure in the ICD the lead pulled out without much force. The lead could not be secured back into the device because the set screw ¿fell out¿ and could not be located. The ICD was not used, and a different ICD was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.